Manufacturer narrative:
The system was evaluated and found to be operating within established specifications. Further investigation revealed the customer was using an ECG lead set that was not identified in the operating manual as validated for use with the telepack. This was the cause of the lack of system alarm at the time of the event.

Event description:
The customer reported that a pt expired while being monitored by the panorama central station with ambulatory telepack, and that the system did not alarm at the time of the pt event.